Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that an altitude alarm occurred. Reportedly, customer loaded a new cartridge to address the issues and resume insulin delivery. Customer's blood glucose was 250 mg/dl.